Event description:
It was reported that shortly after implant the right ventricular lead dislodged. The lead was repositioned and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.